Manufacturer narrative:
Pump passed functional testing including displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep currents, active currents and selftest. Pump communicated properly with test guardian link transmitter. No change sensor or low battery alarm noted. Unit received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failure alarm (variable 3) confirmed in the pump history due to broken pin 6 trace (sda) on u1 keypad assembly.

Event description:
The customer reported via phone call that their insulin pump had an hardware low level failures. The customer¿s blood glucose was 164 mg/dl. Customer states they are able to rewind the pump. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Self test was passed. The insulin pump will be returned for analysis.